Event description:
The customer reported that the system displayed an x-ray disabled error message and an invalid input signal error message. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was replaced and the lemo connector was replaced. The system was tested and found to be working as intended and put back into service.